Manufacturer narrative:
Analysis of instrument data files found no evidence of instrument malfunction during this event. Acceptable quality control results were obtained the day of the event. Precision testing of quality control fluids obtained acceptable results. Testing of a fresh aliquot of the original sample pool generated expected results. At the conclusion of the investigation for this event, no definitive root cause was able to be determined.

Event description:
A customer observed a false positive result for a known negative sample with the vitros ahbs assay on their vitros eci immunodiagnostic analyzer. The sample was assayed on alternate vitros eci analyzers using the same lot of reagent and negative results were obtained. No patient results were reported during this event and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc.